Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter was selected for use during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation. During preparation, after unpacking the catheter, the physician stated that there was something on the handle that may have been from the sterilization process. The physician did not want to use the device, and thus, the catheter was replaced to complete the procedure. No patient complications were reported.

Manufacturer narrative:
B5: describe event or problem- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter was selected for use during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation. During preparation, after unpacking the catheter, the physician stated that there was something on the handle that may have been from the sterilization process. The physician did not want to use the device, and thus, the catheter was replaced to complete the procedure. No patient complications were reported. It was further reported that the observation appeared to be some layer of vaporized saline residue on the handle.